Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that the host pc was not able to access the hard disk, it was causing the system to not boot up. To resolve this issue the fse replaced the hard disk and set up this new dive by connecting it directly to the motherboard of the host pc, reinstalled the backup files (ghost) and checked the operation of the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not start-up. System was not in clinical use. No harm has been reported to philips.